Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the unit is no longer heating. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the thermostat and thermo-fuse were damaged. No other issues were observed. Due to the detected damage on the thermostat and thermo-fuse, an electrical test could not be conducted. During the analysis it was observed that the thermostat and the thermo-fuse components are not functional as they are worn out. Based on the investigation performed, the reported complaint was confirmed. Although the complaint is confirmed, a root cause for the issue could not be determined. All (B)(4) heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed but a root cause was not identified.

Event description:
The customer alleges that the unit is no longer heating. No patient injury reported.